Event description:
It was reported the devices were used during a v.a.t.s. Procedure. It was reported by the affiliate that the surgeon could not fire the devices on the third firings. There was no pt consequence.

Manufacturer narrative:
Tracking #.47420. D5,6; h4: info not available, device not returned for analysis. Based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred.